Event description:
During raising and lowering of pt bed, the bed apparently made contact with the trigger of the rear filter cover of the airvo 2. This created a cessation of oxygen flow into the machine and ultimately to the pt. The design of the cover allows easy removal or fall of cover from the machine. Fortunately, this pt was being monitored by remote pulse oximetry and staff were alerted to a desaturation event rather quickly. It does not take a lot of pressure to accidently disconnect filter cover and subsequently lower the fio2 towards 0.21. Low oxygen delivery alarm will not always under these circumstances.